Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a notification for non-sustained lead noise due to post-paced t-wave oversensing. Oversensing was noted on a stored egm. Programming changes were made. Device remains implanted.